Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a cardiac resynchronization therapy pacemaker (crt-p) implant the left ventricular (lv) lead was inserted in the crt-p but no capture was observed even though the output was high. The lv lead remains in service at this time. No adverse patient effects were reported.